Manufacturer narrative:
(B)(4). The product was not requested for return to the manufacturers laboratory investigation as maquet cardiopulmonary is aware of similar complaints showing a similar malfunction. An internal process (nc (B)(4)) was initiated to determine the most probable root cause and to implement the appropriate corrective action. An investigation of similar complaints under nc (B)(4) was performed and showed that the venous pressure sensors were corroded. A white crystalline substance was found on the pins of the pressure sensor. The priming solution lead to electrolysis when cardiohelp started to work. The electrolysis starts instantly and causes a "short circuit" between the pins. The "short circuit" leads to implausible sensor pressure readings. The most probable root cause is that the varnish applied on the pcb and plugs of the venous pressure sensor does not resist the etching caused by the saline. A new varnish resisting the etching of the saline has to be designed and applied on pins and pcb. Based on this the reported failure could be confirmed. This data will be handled through a designated maquet trending process. No further action will be completed at this time.

Event description:
The customer stated that the pven parameter on the cardiohelp (ch) console (ser no: (B)(4)) flickered between dashes and a random number shortly after initiating support using a beq-hls7050 set. The lot number for the hls set is 70109521. The pven could be zeroed at set up, but shortly after initiation, displayed the erroneous values as explained above. The customer assured the sensor cable was properly seated on both the disposable as well as on the ch console. All other parameters functioned properly on both venous and arterial aspect of the console. There was no report of any patient influence. The customer stated they would retain the hls disposable for return to maquet. (B)(4).